Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2020. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump randomly failed during infusion of norepinephrine (0.5 mcg/kg/min). The event was reported to have occurred while the patient was being chemically coded. In order to maintain a stable blood pressure until a new pump was programmed, the user pulled the tubing out of the pump and ran it open. Patient did not experience a drop in blood pressure. No additional information is available.